Event description:
Received a copy of the customer's medsun report from FDA which states, ¿the bag contained lasix 500mg in 50 ml of fluid and the dose to infuse is 20mg/hr or 2 ml/hr. Two rn confirmation correct pump settings during handoff and they discussed that the bag had recently been changed. At 11am the pump alarmed infusion complete. At that time the nurse noted that the entire bag of lasix had infused. The pump and tubing was sequestered. Pump interrogated by hospital. Tubing available for company evaluation." Received a copy of the customer's medwatch report from the FDA which states, ¿the bag contained lasix 500mg in 50 ml of fluid and the dose to infuse is 20mg/hr or 2 ml/hr. Two rn confirmation correct pump settings during handoff and they discussed that the bag had recently been changed. At 11am the pump alarmed infusion complete. At that time the nurse noted that the entire bag of lasix had infused. The pump and tubing was sequestered. Pump interrogated by hospital. Tubing available for company evaluation."

Manufacturer narrative:
Addtiional information added to: d11 correction: h3 the report of an over infusion of lasix was not confirmed. Only the IV administration tubing was provided for investigation. An over infusion test using the customer-provided incident administration tubing, consisting of a 1 hour rate accuracy test, found the tubing to be performing effectively. The tubing did not demonstrate any leaking, damage, or other irregularity which may have attributed to the reported incident. Log analysis results: n/a ¿ neither the incident system (pcu, pump module) nor associated logs were returned for review. The root cause was not determined. H3 other text : device logs were not recevied. Only the administration tubing set was provided for analysis.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No device received-log review only.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿the bag contained lasix 500mg in 50 ml of fluid and the dose to infuse is 20mg/hr or 2 ml/hr. Two rn confirmation correct pump settings during handoff and they discussed that the bag had recently been changed. At 11am the pump alarmed infusion complete. At that time the nurse noted that the entire bag of lasix had infused. The pump and tubing was sequestered. Pump interrogated by hospital. Tubing available for company evaluation."